Event description:
It was reported that "tiny animals" (bugs) were found within the dressing package. No patient involvement was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Three duoderm dressings were affected. A separate FDA form 3500a will be submitted for each dressing involved.

Manufacturer narrative:
A batch record review indicated no discrepancies. A photo of the samples was received for this complaint, evaluated and confirms that the sample is a convatec product. Visual inspection of the photo supports the presence of foreign material within the packaging. A nonconformance (nc) was raised as a result of the evaluation. The nc investigation is complete. There have been no other complaints against the associated lot#. No additional action is required at this time and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).